Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and a test lung was connected to the device resulting in the alarm sounding continuously. The trigger sensitivity was changed to 9.9 but the auto trigger was not cancelled. The circuit was checked, and no leaks were found.

Event description:
It was reported that, during patient use, a ventilator generated a rapid respiration alarm. The patient was transferred to another ventilator without harm.